Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure mode could be, thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy". Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." The device was not returned.

Event description:
It was reported that the sterilized water in the catheter balloon could not be pumped out, resulting in the catheter could not be pulled out. It was further reported that urologist removed the catheter successfully after percutaneous bladder puncture guided by ultrasound location and then the normal sterilized water in the bladder was released. This percutaneous bladder puncture is an invasive operation, which brings some pain and psychological pressure to the patients. Also stated that patient was admitted because of swelling and pain of the right hip caused by the fall with deactivate for 2 hours. Then the admission diagnosis that the right femoral intertrochanteric comminuted fracture. After admission, relevant preoperative preparations were completed, and surgical treatment was performed. Due to postoperative dysuria, indwelling catheterization and related treatment were given to the patient.